Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax video ultrasound scope eg3870utk. In the event reported, it was stated that there was no video image. The anomaly was discovered in the procedure room during use. Additional information was provided by the user on 29-sep-2021 stating the user reported the event occurred during the diagnostic procedure. The user there were no patient/user injuries, adverse events, delay, or medical intervention reported. The procedure was completed without complication, light just reported dim by physician. The facility follows all ifus. The device was returned to pentax for further evaluation on service order (B)(4). The device was inspected where the user narrative was confirmed. The inspection findings are as follows: light carrying bundle has less than 70% transmission; passed dry leak test; passed wet leak test; image dark; elevator washing socket cylinder rubber chipped; customer complaint confirmed the device is in the process of being repaired and will be return to the use upon completion. Parts to be replaced: o-rings and seals; o-rings and seals; light guide fiber bundle (lcb); lcb distal cover glass; bending rubber; deflector operating wire; adjusting collar; angle wire. A review of the service history indicates the device was routinely serviced at a pentax facility. No other information provided with this complaint.